Event description:
It was reported that the lead was detecting noise. The lead was repositioned and is still in use. It was further reported that during the implant procedure when the repositioned lead was connected to the new pacer, there was no capture and undefined impedance measurement of >9999 ohms. The lead was removed and wiped and reconnected and there was no capture and impedance measured 465 ohms and undefined on another impedance check. Reconnected lead for a third time and saw intermittent capture. The lead was tested with the pacing system analyzer with impedance of 464 ohms and capture at 0.5v at 0.5 ms. The device was not implanted. Another pacer was implanted and the lead was connected with good capture and impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.